Event description:
The customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
The service rep troubleshoot the system, reloaded system table software, made spare copy, left on site.